Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: one month post implantation x-ray: suprapatellar effusion with prepatellar soft tissue swelling noted; five month post implantation MRI: non specific findings of submillimeter lucencies of the tibial tray and mild valgus alignment with possible heterotopic bone formation vs. Subsidence of the tray without definitive changes from the baseline images, moderate edema, follow up imaging needed to make definitive diagnoses and to observe remarkable changes; patient states pain and swelling, surgeon states nothing is wrong and patient should bike; patient is medicating with nsaid rubs and pain patches, has tried physical therapy and pain management. Device history record was reviewed and no discrepancies relevant to the reported event were found.. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00358, 0001822565-2021-00359, 0001822565-2021-00360, 0002648920-2021-00029, 0002648920-2021-00030. Medical devices: lps flex femoral component size e right catalog#: 00596801552 lot#: 64134680; lps-flex fixed xl e/12 10mm catalog#: 00596202410 lot#: 63297073; fluted stemmed tibial component size 2 catalog#: 00599602802 lot#: 63645293; all-poly patella cemented 29 mm diameter catalog#: 42540200029 lot#: 64080707; taper stem plug catalog#: 00596009900 lot#: 64148879. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing right knee pain and swelling approximately two years post implantation. No revision procedure has been reported. Attempts have been made and no further information has been provided.